Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient first went to emergency room and subsequently got hospitalized and patient was admitted to intensive care unit (ICU) on (B)(6) 2024. The patient experienced that there was elevated blood glucose (438 mg/dl), therefore patient had received correction bolused via pump and received intravenous (IV) and fluids of saline and insulin. The patient also had high ketones. The infusion set was in use for three days. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006086 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion (e.g.,occlusion alarm from the infusion pump may have sounded).(source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined idd-pmc11.01 cannot be determined. No escalation required. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006086 was manufactured according to the wi version 96 and packaging in the machine 10, on 23/mar/2024, with a total of (B)(4) units. Welding: the lot 4c04552 was assembled according to the wi version 33 on-line inspection for machine ls24, ls25 and ls11 on 21-oct-2024, with a total of (B)(4) units each. The lot 4c01734 was assembled according to the wi version 33 on-line inspection for machine ls07 and ls06 on 17-mar-2024, with a total of (B)(4) units each. Gluing connector: the lot 4c01644 was glued according to the wi version 37, line 03 on 19-mar-2024, with a total of (B)(4) units each. The lot 4c04541 was glued according to the wi version 37, line 03 on 24-mar-2024, with a total of (B)(4) units each. The lot 4c01642 was glued according to the wi version 37, line 03 on 17-mar-2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4c03971 was glued according to the wi version 62, machine sc05 and sc06 on 23-mar-2024, with a total of (B)(4) units each. The lot 4c04948 was glued according to the wi version 62, machine sc05 and sc06 on 24-mar-2024, with a total of (B)(4) units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code occlusion (e.g., occlusion alarm from the infusion pump may have sounded), (source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related and lot 6006086 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.